Event description:
It was reported to philips that the battery (dom 19065-0068-p) for the device would no longer charge. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The battery was received without any charge but was able to charge in both the mrx heartstart unit and cadex c7200 battery analyzer. After charging the battery, the unit operating under battery only (ac power removed) successfully delivered all attempted shocks and the delivered energy was measured within passing range. The battery also successfully calibrated and the capacity was confirmed to be within an acceptable range. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified.

Event description:
It was reported to philips that the battery (B)(4) for the device would no longer charge. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.